Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
The device does not expand the skin graft. No adverse events were reported as a result of this malfunction.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on december 28, 2018, it was reported that the device does not expand the skin graft. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Flextronics has not previously repaired/evaluated skin graft mesher serial number 03290 as documented in the repair reports in livelink. Product review of the skin graft mesher by flextronics on january 17, 2019 revealed that the calibration was out of specifications. It was also noted that the comb was damaged. The sample graft was not taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by flextronics on april 1, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was damaged. The comb being damaged could cause the skin graft to snag while being meshed through the device and not properly expand the graft. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was damaged. The comb being damaged could cause the skin graft to snag while being meshed through the device and not properly expand the graft. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.